Event description:
It was reported that prior to an atrial fibrillation ablation a farawave was selected for use. During preparation, upon opening packaging of catheter it was noticed that there were bubbles inside port. Physician did not feel comfortable with this. The catheter was replaced, and procedure was complete without patient complications. The device is not expected to be returned for laboratory analysis as it was disposed of.

Manufacturer narrative:
It was indicated that the device will not be returned for evaluation. If there is any further relevant information obtained, a supplemental medwatch will be filed.